Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.   During the evaluation, the oxygen concentration was inaccurate.  The device has been returned to the manufacturer, but evaluation is not complete. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the oxygen concentration was inaccurate. The device's software needs to be reloaded to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.